Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. Upon interrogation, the right atrial lead exhibited low impedance measurements and noise which could be reproduced. The physician elected to cap and replace the lead during the device change out. There were no complications and the patient was noted to be in stable condition post surgery.